Manufacturer narrative:
Event date: estimated date. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device. Reportedly, a suture break occurred during suture retrieval. As the suture break was 2cm outside of the patient anatomy, the knot was still formed and the proglide sutures were still able to achieve hemostasis. The monofilament appeared to be delaminated due to an interaction with the o-ring. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na